Manufacturer narrative:
The hill-rom technician found the head motor was the issue. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the head motor and the issue was resolved. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the bed would self-run into trendelenburg when the bed is plugged in. The bed was located in pacu at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).